Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced a sensor failure after which they experienced a hypoglycemic event. The patient was staying at a hotel and went to sleep, the last cgm reading was approximately 11.2¿11.6 mmol/l. No fingerstick was taken as that moment. The patient awoke at approximately 4:00 a.m. On 01/08/2026, feeling that something was wrong. She experienced sudden weakness in her legs, sweating, which was followed by seizures. The patient was able to attract the attention of hotel guests in the hallway to seek assistance. The guests attempted to administer a glucose tablet (dex4); however, the patient had difficulty chewing. The patient eventually lost consciousness, and the emergency services were called. When the paramedics arrived, they administered two bags of intravenous glucose. The blood glucose readings are unknown from that time. 2 minutes after treatment the patient was able to speak and function normally. The patient checked the display device and noted that the sensor had failed. No further treatment was reported to be needed, and the patient did not go to the hospital. At the time of the report the patient was stable. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.